Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned a thyrotropin (tsh) result. The customer also provided other thyroid test results. Of the results provided, the elecsys ft4 ii assay (ft4 ii) were erroneous. The date the event occurred is not clear and will not be provided by the customer. The erroneous ft4 ii results were not reported outside of the laboratory. The initial ft4 ii result was 1.38 ng/ml. The sample was repeated on (B)(6) 2016 and the result was 0.77 ng/ml. No adverse event occurred. The ft4 ii reagent lot number and expiration date were not provided. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The customer has declined to provide any additional information.